Manufacturer narrative:
Concomitant medical products: product ID: 977a275, implanted: (B)(6) 2022, explanted: (B)(6) 2022, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a trial patient. It was reported that the patient had no problems for a few days after the operation but developed a cerebrospinal fluid leakage a few days after it was performed. There were no symptoms and on the sixth day, the lead was removed, and further leakage of cerebrospinal fluid occurred. The patient developed slight impairment of consciousness, vomiting, high fever, headache. It eventually stopped when the hole was sutured. The lead was explanted early because of the trial period; a replacement was not implanted. The patient's symptoms were now stable and the event was resolved. There was no product defect. It was considered that the cerebrospinal fluid leakage was not caused by puncture, but by the patient's movement after the operation, which caused the membrane to be pierced by the lead. It was unknown if the lead lot number was va2m7zn038 or va2mkvg041. The indication for use was chronic pain.